Event description:
As reported by canadian affiliates, during the deployment of a 26mm sapien xt valve via tf approach, the valve migrated up to the ascending aorta, requiring surgical removal. A surgical valve was placed. Near the end of valve deployment, pacing capture was loss; however the valve was almost fully deployed. The physicians still had the stiff wire in place, so the valve never lost orientation, but with each pulsatile flow, it migrated up the ascending aorta. Attempts were made to retrieve the valve on the balloon and slide it along the arch so that it would be deposited in the descending aorta in the appropriate direction, but they were unable to get around the arch. The valve was left in the ascending aorta, and the pigtail catheter was used to push the valve more proximally into the ascending aorta. Therefore, when the patient was put on bypass to cross clamp the aorta, the valve could be retrieved. This was done using fluoroscopic control. The sapien xt valve surgically removed and replaced with a surgical valve. Outcome was good and the patient was discharged home. The patient¿s native annulus measured 497mm2 with severe aortic valve calcification. The aortic valve cusps were thickened and calcified. The sinus of valsalva diameter was 33.5x32.8x33.2 mm. It was perceived that the most probable cause of the embolization was due to loss of rapid pacing, small sinuses, calcification, and movement of the delivery system during inflation.

Manufacturer narrative:
Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, embolization of the valve can be attributed to patient factors (severe calcification) and procedural factors (loss of pacing capture, movement of the delivery system during inflation). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.